Manufacturer narrative:
(B)(6). Device evaluated by MFR.:returned product consisted of a sterling balloon catheter. Microscopic examination revealed that there was a hole inner shaft within the hub. A test inflation device was connected to the hub and pressurized inflating the device to rated burst pressure 14atm. The device leaked at the hub. The reported balloon burst was not confirmed; however, the hole in the inner shaft caused the balloon not to inflate.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 5.0mmx100mmx80cm sterling balloon catheter was advanced for dilatation. However, during initial inflation at 3 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications nor injuries were reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 5.0mmx100mmx80cm sterling balloon catheter was advanced for dilatation. However, during initial inflation at 3 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications nor injuries were reported.